Event description:
It was reported that the patient¿s pump was last refilled on (B)(6) 2011. A pump refill had been scheduled for (B)(6) 2012 but did not appear that a refill was done. The pump was alarming since, but telemetry had not yet been performed to verify the alarm or pump status. Reportedly, the ¿non-compliant¿ patient was scheduled to program their pump to off mode on (B)(6) 2014. The reporter believed that the pump was filled with saline due to behavioral issues/non-compliance. It was not provided what medication this device system had delivered. It was also reported that the pump had not been used for three years and had not had medication in it for a few years. The pump was to be turned off as the patient was no longer using the pump. It was later reported that the patient¿s pump was programmed off. Saline was currently in the pump and the alarm was related to an empty pump. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information later reported the pump was initially used to deliver infumorph. The morphine was replaced with normal saline on (B)(6) 2011 due to repeated methamphetamine abuse. The alarm reported in (B)(6) 2012 was due to the patient failing to comply with attending the appointments for refill with normal saline when pump was empty. The patient failed to return the hcp's calls and was lost to follow up until (B)(6) 2014 when the patient was admitted for an mi. At that point the patient's pump was considered to be non-functional as the patient failed to have it refilled in (B)(6) 2012 and it was apparently alarming since that time. Since the patient had an mi, the patient was placed on coumadin and the cardiologist did not approve of having it held for the purpose of pump explant, therefore the pump was stopped and the alarm turned off. The pump may eventually be explanted once the patient is able to come off their coumadin. Per the hcp the pump was not felt to have malfunctioned thus it does not seem to be necessary to return it for analysis at the time of eventual explant.

Manufacturer narrative:
Concomitant products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).